Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the packaging was faulty.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the product box with torn shrink wrap, IFU, opened outer blister with lid, and sealed inner blister with contents were returned. A corner of the inner tyvek lid had delaminated. It is possible the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. The inner lid appeared to be stuck to the foam. Dimensional inspection: not performed as the event is not related to the dimensions of the device. Functional inspection: not performed as the event is not related to device functionality. Conclusion: visual inspection of the returned indicated a corner of the inner tyvek lid had delaminated. It is possible the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. The inner lid appeared to be stuck to the foam. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
Fit was reported that the packaging was faulty.